Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
System was explanted and replaced due to lv lead non functioning due to dislodgement. During extraction, ra and rv lead were damaged. Physician choice to replace ICD during lead revision. No adverse patient events were reported. Should additional information become available, this file will be updated.